Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient received a supply of damaged (cracks) minicaps, which the patient used to perform pd treatment. The peritonitis was manifested by fever. It was not reported if the patient was hospitalized for the peritonitis event. Treatment was unknown and pd therapy was ongoing. The patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. It was reported the patient was on their way to the hospital due to fever and shortness of breath and while in route the patient passed away. The cause of death was reported as due to fever and shortness of breath. It was not reported if an autopsy was performed. It was reported pd therapy ongoing at the time of death. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation, however, a picture was provided. The visual inspection of the picture observed that the cap connected with the transfer set was cracked. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.